Event description:
(B)(6). It was reported that left bundle branch block (lbbb) occurred. A 23mm lotus edge valve was implanted in a patient. After the transaortic valve replacement (tavr) procedure, lbbb was identified by electrocardiogram (ECG). The condition resolved.